Manufacturer narrative:
Olympus technical assistance center (tac) advised the customer that it was likely that the b30 error was occurring due to one scope and the b30 error was not being cleared prior to the next scope being connected. The customer will shut off the 190 towers, connect the scope, power on the tower, and see if the b30 occurs and clean the contacts of the scope with 70% ethyl or isopropyl alcohol with a lint-free cloth. The customer will connect the scope while the 190 tower is powered off and if the b30 still occurs, the scope could possibly have fluid invasion and will need to be sent in for evaluation. No further information was provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed scope communication error (b30 error) with 190 series scope. The issue occurred during preparation for use. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.